Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated. The device was suspected of being left in the patient post end of service (eos). The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.